Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had broke - clamp not engaged was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when priming filters, the clamp was not engaged below the filter when was priming complete. There was patient involvement, no harm reported.

Event description:
It was reported that when priming filters, the clamp was not engaged below the filter when was priming complete. There was patient involvement, no harm reported.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.